Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp reveals that at the start of the apd therapy pt felt a cramp, as if they were empty of fluid, at which time pt bypassed the initial drain. The hp reported that they had drained 121mls during the initial drain at the time that he bypassed into fill 1 and had their programmed fill volume of 3000mls delivered to hp. According to hp, hp typically drains between 750mls - 900mls during the initial drain. The hp relates that after hp had rec'd fill 1 hp felt full and placed the cyler into a manual drain, removing approx 1,405mls of fluid until they felt relieved. The hp relates that they feel the cramp occurred not as a result of being empty of fluid but due to fibrin blockage internally on their catheter, which has since been resolved. According to the hp, there was no pt injury or medical intervention.